Manufacturer narrative:
H3 other text : device not available/returned for evaluation..

Event description:
It was reported via medwatch mw5152109 that the drill bit broke during a surgical procedure. It was further reported that a piece of the drill was left in the patient and an attempt will be made to remove the fragment. No further information was provided.